Manufacturer narrative:
A visual examination of the returned device revealed that the ink markings on the exterior of the feeding tube were worn. The internal bolster was not present and was not returned for analysis. Remnants of the bolster remained on the end of the tubing. The distal end of the tubing presented no tearing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during placement into the patient. Bolster detachment most likely occurred because the user applied excess force as the pocket was stretched by the obturator rod causing the bond between the tubing and bolster fail. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2016. According to the complainant, during the replacement procedure performed on (B)(6) 2016, the physician extended the obturator and inserted this device into the stomach; however, the internal bolster detached. The detached bolster was removed endoscopically. Reportedly, the device had no issue prior to use. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2016. According to the complainant, during the replacement procedure performed on (B)(6) 2016, the physician extended the obturator and inserted this device into the stomach; however, the internal bolster detached. The detached bolster was removed endoscopically. Reportedly, the device had no issue prior to use. The procedure was completed with the new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.